Event description:
Received information that an altitude alarms occurred when customer was at sea level. Reportedly, pump had gotten wet. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplement report will be submitted.